Event description:
Boston scientific received information that the atrial set screws were not tightened on this device. No clinical observations were reported as a result of the set screws. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.